Manufacturer narrative:
Continuation of d10: product ID: 8637, serial# unknown, product type pump product ID: 8731sc, serial# unknown, product type catheter product ID: 8731sc, serial# unknown, product type catheter product ID: 8731sc, serial# unknown, product type catheter product ID: 8637, serial# unknown, product type pump product ID: 8637, serial# unknown, product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, product ID: 8731sc, serial/lot #: unknown, product ID: 8731sc, serial/lot #: unknown, citation: abel, m. Et al. Intraventricular application of baclofen using navigated frameless stereotaxy: a technical note. Neuropediatrics (2025) doi:10.1055/a-2541-8620. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'intraventricular application of baclofen using navigated frameless stereotaxy: a technical note'. The following medtronic devices were used: synchromed pump and 8731sc catheter. Among patients' adverse events/device performance issues included: 3 reports of catheter dislocation, 1 report of catheter dysfunction, 5 reports of inefficacy, and 5 reports of nausea and vomiting. No further information was provided pertaining to medtronic products.